Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related.

Event description:
During an atrial fibrillation ablation procedure, the patient experienced st elevation. After the catheter was inserted and one application of ablation was performed, st elevation was noted. After a few minutes, the patient returned to a normal rhythm with no intervention. No air was visualized during this time and the procedure was completed with the patient in stable condition.